Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2001001 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was found split during prep. Manual compression was applied for hemostasis. There was no reported patient injury. The patient was treated with percutaneous transluminal coronary angioplasty (ptca). The device was stored as per labeling and opened in sterile filed. The device was prepped according to the instructions for use. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that requires hospitalization or significant prolongation of existing hospitalization. Additional procedural details were requested but are unknown. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the tip of a 5f mynx control vascular closure device (vcd) was found split during prep. Manual compression was applied for hemostasis. There was no reported patient injury. A mynx was used for closure after a percutaneous transluminal coronary angioplasty (ptca). The device was stored as per labeling and opened in sterile filed. The device was prepped according to the instructions for use. The event did not cause a clinically relevant increase in the duration of the procedure. The event did not cause a condition that required hospitalization or significant prolongation of the existing hospitalization. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 was depressed approximately 2/3 of its total travel, button 2 remained in manufacturing position with the stopcock open, and the procedure sheath was observed to have locked on the sheath catch as received. It was noted that the sealant outer sleeve assembly of the returned device was bent/damaged. The sealant and syringe were not returned with the device. It was reported that ¿the tip of a 5f mynx control vascular closure device (vcd) was found split during prep.¿ however, it was observed that there was blood on over the device, and on the distal tip of the sealant outer sleeve assembly. The condition of the returned device indicated that the device may have been inserted in the patient during the procedure. Per functional analysis, resistance was felt when attempted to depress the button 1 as received. It was revealed that dried blood stuck on to the catheter shaft and caused the resistance. The device was clean by being submerged into the water to remove the dried blood. Once the device was cleaned with water, the button 1 was reset to its factory setting, and the button 1 was able to be fully depressed and locked in place. No issues were noted with respect to button 1 deployment during failure investigation. However, during the device failure investigation, it was observed that the outer sleeve to swivel bond was found detached from the device. Per microscopic analysis, visual inspection at high magnification revealed that the outer sleeve was covering the advancer tube distal end which indicated that the outer sleeve to swivel bond was detached as received. It was noted that there was adhesive indentation mark observed on the proximal end of the outer sleeve tubing at where the adhesive bonding of swivel to outer sleeve being bonded together, which indicated that excessive force may have applied on the device and caused the outer sleeve to swivel bonding to be detached. A product history record (phr) review of lot f2001001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn-during prep¿ was confirmed. The exact cause of the reported event could not be conclusively determined. Procedural and handling factors may have contributed to the reported event. In addition, the investigation revealed that the outer sleeve to swivel bond was detached. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore a corrective/preventive action will be taken at this time.